Manufacturer narrative:
Per (B)(4) combined report. The patient required a revision after approximately 5 months due to loosening of the acetabular cup. The corin biolox delta ceramic head was revised along with the cup and liner which are not corin devices. The corin taperfit stem has remained in situ. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. As this revision was required due to loosening of the cup which was a non-corin device, no further investigation is required and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity biolox delta ceramic head after approximately 5 months due to loosening of the cup which is a non-corin device.